Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported on 3002806535-2015-04185.

Manufacturer narrative:
This report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Implant and explant dates are unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Initial reporter telephone: (B)(6).